Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and a handpiece. It was reported that the site was unable to stop energy on the bipolar handpiece and needed to use a different one to continue the case. There was no impact on patient outcome and the hcp was transferred to service and repair.